Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified and 99% stenotic lesion in the middle portion of a tortuous lad coronary artery, the maverick monorail balloon was being used for predilatation of the lesion prior to stent placement. The maverick monorail balloon was suspected to have ruptured at 4 atm's on the fourth inflation when extrusion of dye into the vessel distal to the balloon was noted. The pt was asymptomatic during this event. (The number of atm's reached on the initial three inflations is unknown.) The maverick monorail balloon catheter was removed and replaced with a stenting balloon catheter to successfully complete the procedure. A medikit introducer sheath (size unknown), a guidant balance guidewire (size unknown) and a medtronic zuma2 guide catheter (size unknown) were also used in this case, but which inflation device was used is unknown. Pt status is reported as 'good'.